Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that air bubbles were present at the luer lock and throughout the tubing. The customer performed a fill tubing and was able to successfully expel all air bubbles, and resume insulin delivery. Customer had elevated blood glucose levels (250 mg/dl).